Event description:
It was reported that eleven days post-implant of the spinal cord stimulation system, the clinical study patient experienced a non-serious adverse event worsening thoracic and lumbar spasms which was assessed as mild in severity. The patient was administered the muscle relaxer cyclobenzaprine. The event was assessed as not related to the procedure and possibly related to the stimulation. The device remains implanted in the patient.

Event description:
It was reported that eleven days post-implant of the spinal cord stimulation system, the clinical study patient experienced a non-serious adverse event of worsening thoracic and lumbar spasms which was assessed as mild in severity. The patient was administered the muscle relaxer cyclobenzaprine. The event was assessed as not related to the procedure and possibly related to the stimulation. The device remains implanted in the patient. Additional information was received from the clinical site that the patient was also administered trigger point injections and botox injections. The worsening thoracic and lumbar spasms were reassessed as not related to the stimulation.